Event description:
It was reported to nova biomedical that a consumer experienced a hyperglycemic event which did not require medical intervention. During the call to customer support, it was revealed that the consumer's insulin pump infusion set was not dispensing insulin. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.